Manufacturer narrative:
Citation: perlman gy et al. First transcatheter valve-in-valve implantation in an apicoaortic conduit. Catheter cardiovasc interv. 2018 jun;91(7):e86-e89. Doi: 10.1002/ccd.26952. Epub 2017 mar 15. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient who presented with shortness of breath. Approximately 12 years prior, the patient underwent implant of a medtronic freestyle bioprosthetic valve (no serial number provided) for a type a aortic dissection. Five years following this procedure the patient experienced cardiogenic shock with an inferior st elevation myocardial infarction (stemi) and severe stenosis of the bioprosthetic aortic valve. The aortic stenosis was treated emergently with an apicoaortic conduit in which a non-medtronic bioprosthesis was implanted. Consequently, two years later the patient underwent endovascular repair of a descending aorta aneurysm. At the time of referral echocardiography revealed severe calcification and severe regurgitation of the freestyle bioprosthesis and a preserved lv systolic function. A pressure measurement of the apicoaortic conduit valve both from the conduit and from the apex confirmed the presence of significant stenosis with a mean gradient of 30 mmhg. An institutional heart team deemed the patient too high risk for repeat surgical treatment or transcatheter valve-in-valve (viv) procedure. With transesophageal echocardiography and fluoroscopic guidance, the apicoaortic conduit was exposed through the 10th intercostal space from a left posterior approach, and a non-medtronic transcatheter bioprosthetic valve was successfully deployed in the apicoaortic conduit bioprosthesis utilizing rapid ventricular pacing. Peri-procedural measures confirmed trivial paravalvular regurgitation, and a mean gradient across the viv of 12 mmhg. Post-procedural echocardiography showed the valve well seated with trivial paravalvular regurgitation. The patient was discharged 4 days later after an uneventful recovery. At 30-day follow-up, the patient reported having no shortness of breath and felt well. No additional adverse patient effects or product performance issues were reported.